Event description:
Valve initially placed for aortic stenosis. Post-op had mild fever which responded to antibiotics. Readmitted approx. 2 weekss post-operatively for fever of unknown origin. Echo-cardiogram without vegetation. Discharged afebrile after treatment with antibiotics. Readmitted 3/28 for replacement of aortic valve. Presented with increasing shortness of breath with moderate exertion. Valve explanted 3/29/95 and replaced with another co's aortic valve. Explanted valve returned to co with completed bioprosthesis experience report.